Event description:
During implant procedure, the helix of the device was difficult to fixate to the heart tissue. Oversensing was observed on the device following fixation. After releasing the device, the device was found to be dislodged. The device was successfully retrieved and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.